Event description:
The continuous renal replacement therapy (crrt) machine failed two self-tests. During the last failure an error 24 came up and then it said 24 volt/12 volt. We are awaiting a MFR. Response.